Event description:
An endurant aui was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient was treated at another facility with another manufacturer cuff 31mm due to a migration and a type ia endoleak. Currently it was reported that a migration is still noted for the bifurcation and the extension implanted. A type iii endoleak separation is noted from the aneurx and cuff junction. The cause of the migration is unknown per the physician. The patient received an intervention where a 28 aui <(>&<)> 16/16/156 limb was placed up the right side, along with amplatzer plugs <(>&<)> fem/fem on the left. The physician also used aptus to endo-anchor the proximal portion of the graft in place. There was a type 1a leak that did not resolve after extensive ballooning, more aptus anchors and a palmaz stent. The patient is doing fine and, at this point in time, no other interventions are planned. The physician noted that the type ia endoleak could be attributed to the possibility of proximal pleating. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician. The review of returned angio images from an intervention revealed that the aneurx had fallen into the sac, and there was a type iii separation between the other manufacturer's cuff and aneurx. The cuff was positioned approximately 2cm below the renals and there was a proximal type I endoleak. The neck flow lumen diameter just below the renals measured 21mm (l-r). The cuff was misaligned approximately 60deg to the aneurx; lt-rt. From the right side, an endurant aui was brought up through the aneurx ipsi limb, through the other manufacturer's cuff, and then deployed just below the right renal. Several aptus screws were then seen placed through the aui just below the renals. After ballooning, contrast was seen within the sac near the distal end of the cuff, and crossing into the contra limb of the bypassed aneurx. The type of endoleak is uncertain; may be a proximal type I and a type IV. The cause is unknown. The reported possible stent graft pleating could not be confirmed, and no other stent graft issues were seen.

Manufacturer narrative:
(B)(4).